Event description:
Info rec'd indicates the bed has no functions.

Manufacturer narrative:
The technician replaced the power control module and the left side siderail ucm cable and circuit board to repair the bed.